Event description:
It was reported via medwatch (B)(4) that balloon deflation failure occurred. A 4.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to deflate, leading to prolonged balloon inflation and what was likely a left main occlusion during the procedure. This resulted in chest pain, st elevation, and hypotension. The balloon was able to be punctured and removed, which alleviated the symptoms. No additional information was provided.